Event description:
The reporter stated that during a spinal surgery procedure using the coral pedicle screw system, two screw heads separated from the shafts of the screws during insertion at vertebra level l5. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.